Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 04-oct-2017 a field service engineer (fse) found that the injection valve was not detecting the injection valve position flag. The fse replaced the injection valve. The g8 then exhibited no pump pressure. The fse proceeded to replace the ferrell tubing at the drain valve. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 02-sep-2016 through (B)(6) 2017. There were (2) similar events identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 718 inj.valve error is generated when the injection valve is operating abnormally. The rotor seal of the valve requires replacement. If the error occurs many times, contact technical support. Chapter 2 - pre-installation, states that the injection valve this valve is used to inject a sample into the assay line after sample dilution. The sample loop volume is 4 ul. The most probable cause of the reported event was due to a defective injection valve.

Event description:
On (B)(6) 2017 a customer reported getting 718 inj. Valve error messages while running patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On 04-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.